Event description:
Legal case ¿ (B)(4). It was reported via legal documentation that approximately 62 months after a right total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, swelling, and decreased range of motion; personal injuries, severe pain and suffering, mental anguish, emotional distress, fear, loss of enjoyment of life, medical expenses, and financial losses; future damages. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
Concomitant devices: (B)(6), 02-012-45-3020 - lgc tibial fit tray cem sz 3f / 2t, (B)(6), 02-010-03-0330 - logic cr femoral cem, right, sz 3, (B)(6), 200-02-29 - three peg patella 29mm". The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Manufacturer narrative:
H6: corrected the following: medical device problem code, type of investigation. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear. The reported prosthesis wear could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. Additionally, this device was packaged after initiation of the recall and was not packaged in a non-conforming vacuum bag.